Manufacturer narrative:
Initial and final MDR 1999728 - MDR 3003442380- 2024 - 24616 - device 1 of 2 h11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that the patient experienced issues with two infusion sets, specifically kinked cannulas. The events occurred on (B)(6) and (B)(6), with symptoms noticed within 3 hours of insertion. The infusion sets were inserted in the upper buttocks, and the patient regularly rotates insertion sites. The problem was resolved by replacing the infusion set and resuming insulin delivery. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.